Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: less displacement of the 3d image was observed. This was caused by a component failure of the imaging unit (ccd) charge-coupled device. The specific cause of the component failure in the imaging unit (ccd)charge-coupled device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited less displacement of 3d image. There was no patient involvement.